Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist reported a customer had high and low freestyle libre sensor readings. The pharmacist reported the following comparisons against an unspecified capillary meter: 163 mg/dl, 70 mg/dl, 178 mg/dl, 70 mg/dl, 225 mg/dl, 162 mg/dl, 50 mg/dl sensor readings compared to 152 mg/dl, 139 mg/dl, 195 mg/dl, 97 mg/dl, 247 mg/dl, 164 mg/dl, 90 mg/dl. The comparisons fall into parkes error zone "b". There was no report of third-party intervention due to this issue. Based on the information provided, there was no report of serious injury associated with this event.